Event description:
The customer reported that the system displayed an uninterrupted power supply failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The uninterrupted power supply was replaced. The system tested and operates as intended.